Event description:
Event report for a medical device malfunction, cor-knot mis combo kit. Ref # 031082, exp 02-28-2027, lot # 3037009. When the scrub is inserting the cor-knot it would not pass thru easily in one of the tip. Original package not compromise, and sent to material management.